Event description:
Circular stapler anvil was grasped at white neck using an anvil grasper, prongs were bent in the process of attaching the anvil to the stapler. Stapler still fired, two complete anastomosis rings obtained and sent to pathology. Manufacturer response for circular stapler anvil 28 cm extra thick circular stapler, (brand not provided) (per site reporter). Said to send the anvil with patient sticker to an anm.